Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings:the display screen was confirmed to be heavily scratched and the scratches obstructed the screen. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the display screen was heavily scratched and difficult to read after the patient fell off a skateboard while wearing the pump. There was no adverse event with this complaint. This complaint is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.